Event description:
It was reported that a patient had cataract surgery and an intraocular lens (iol) was implanted in her right eye. A few weeks later the patient was unhappy with results, and complained of blurred vision and glare. Therefore, the lens was explanted and replaced with a non-johnson and johnson lens. There was no incision enlargement, no vitrectomy, and no sutures required. It was learned that the patient was okay and satisfied with the outcome of the lens exchange. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 8 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and tape residue from being taped to the specimen cup. The lens was cleaned and, no issues that could contribute to visual disturbances could be identified. No further issues could be identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.